Manufacturer narrative:
(B)(4). Batch # p93p08. Investigation summary: the device was returned with the blade scratched and cracked. During functional testing on gen11 an alert screen was displayed. The blade broke off during functional testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿ or "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A batch history record review; protocol was created during the manufacturing of this batch but was not related to the event description. Additionally no defects related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device displayed "clean tip", "close instrument", and "replace" in the same case. As such the device was replaced. No patient consequence.